Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 10th stent wrap with struts raised. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a 2.25x15mm resolute onyx drug eluting stent to treat a moderately tortuous, severely calcified lesion in the mid lad. Stenosis was 90-99%. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. Predilation was done with an sc and nc balloon before stenting. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It is reported that the device failed to cross the lesion and the stent became deformed. The distal struts were damaged by pushing the stent through the lesion. The procedure was then completed using a 2.25x12mm resolute onyx device. No patient injury is reported.